Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was tube push off nonpatient end needle and a needlestick injury -post use the following information was provided by the initial reporter. The customer stated: "during the blood sample collection, using a closed system (multiple needle, holder and tubes). During the sample collection, when using the last tube (367856 - pr# (B)(4), inserts it into the holder and it does not remain fixed in the holder, and moves back, so the phlebotomist removes the holder and the needle from the puncture site in reflex to the expulsion of the tube and proceeds to compress the site of puncture to avoid bleeding, at that moment the phlebotomist got punctured with the contaminated needle. After the incident, an internal notification of the sharps accident was made according to regulations, and the phlebotomist is referred to the mutual insurance company where tests are carried out, and the counter sample was carried out with the source patient, which tests negative for sexually transmitted infections. The phlebotomist is currently in good conditions." "The person who took the sample was punctured / injured with the needle that had taken the sample from the patient (he suspects that the user may not have held the holder well, therefore, the tube and the needle that was using to puncture the patient got off of the system)."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for tube push off. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.